Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, a sureform stapler instrument was used. The surgeon fired the stapler and the normal on-screen messaging appeared and the visual cues appeared normal. Upon inspecting the staple line, the staples did not lay normally, and the majority of the staples fell off. The blade within the reload did not return to the base of the reload and was exposed. The system did not inform the staff of a "blade exposed" message. The procedure was completed.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned. A review of the logs associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the procedure dashboard showed the stapler used first was installed on the system 4 times and fired 4 green reloads. On each install, all clamp attempts were complete, and each firing was completed with no pauses for compression. The next stapler was installed on the system 9 times and fired 7 reloads (5 green, 1 white, 1 green, in that order). On install 1, all clamps were successful, and the firing was completed with no pauses for compression. On install 2, there were 3 successful clamps and 1 incomplete clamp attempt, which stopped at approximately 66% completion. The firing was completed with 1 pause for compression. On installs 3, 5, 6, 7, and 9, all clamps were successful, and the firings were each completed with no pauses for compression. Next, the dashboard shows another stapler was installed on the system 3 times and fired 3 green reloads. On each install, all clamp attempts were complete, and each firing was completed with no pauses for compression. There were no stapler related errors in the system logs. A provided image was also reviewed, but it was difficult to see clearly due to the plastic bag surrounding the instrument jaws. However, the image showed a sureform 45 stapler with a green reload installed in the jaws. The reload appears to have been fully fired, as all pushers appear to be deployed, and most are still at the bed surface of the reload. It looked like the blade was exposed just prior to the last set of pushers. As all staples were deployed, it is likely that the reload shuttle traveled the whole reload distance, which would align with the firing not being flagged as a failure by the system. There may be a lodged staple in front of the blade, that would have prevented it from retracting into the distal end of the cartridge post firing.